Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient felt abdominal pain. The patient was hospitalized for the reported event. The treatment included vancomycin (dose and frequency not reported). The patient was discharged from the hospital due to improved lab values, but then was hospitalized again a few days later, after follow up lab results were worse. The outcome for the peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain. On an unreported date, the patient experienced severe discharge requiring hospitalization. Treatment for the discharge was not reported. The day of the onset of peritonitis, the patient started treatment with vancomycin (ip, for thirteen days, dose not reported) and fortum (1g, ip, for nine days). A day before discontinuing treatment with fortum, the patient started treatment with ciprofloxacin (2x500 orally, frequency not reported). Two days later, the patient started treatment with tobramycin (ip, for five days, dose not reported). Fourteen days after the onset of peritonitis, the patient?s pd catheter was removed. At the time of this report, the patient outcome was not reported. On an unreported date, the extraneal, physioneal and nutrineal therapies were discontinued. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.